Event description:
Reporter alleged the blood glucose monitoring device base was cracked, melted, and smoking. Reporter stated the device itself was melted and had blackened contacts (refer to medwatch 1823260-2005-03214). Reporter indicated no injuries were associated with the alleged incident and being unsure what liquid was used with the device. Reporter stated the device was wiped with alcohol or bleach wipes daily. A request was made for the return of the suspect device and replacement product was sent.